Event description:
It was reported that during patient use on spontaneous mask ventilation in the intensive care unit (ICU), both ventilator screens went blank. Although the ventilator continued to ventilate, the patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The unit under test (uut) was allowed to ventilate for several days. An unrelated issue was found. The main printed control board was replaced as a precaution. The device passed all testing and was returned to the customer.

Manufacturer narrative:
(B)(4) .